Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl. The cause of the elevated bg level was unknown. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 3.5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.